Event description:
The hospital reported that during a coronary artery bypass procedure, when the surgeon made the hole in the front of the aorta, he accidentally punched a hole in the back of the aorta. This was not discovered immediately. The surgeon thought the seal was not holding as the pt continued to bleed profusely. The sales rep told him to insert another and still the bleeding continued. After the 3rd seal was used and the bleeding did not stop, the surgeon used a side biting clamp. This is when the hole in the back of the aorta was discovered. The surgeon sealed it using sutures. The anastomosis was completed using the side biting clamp after the repair was made. Pt is doing well at this time. It was reported that the surgeon is quite experienced using heartstring, but he made an error in this instance. It was not the product that failed. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)